Event description:
I experienced chronic pelvic pain and heavy periods after the essure placement in 2008. These symptoms began in 2011/2012. I underwent a hysterectomy (B)(6) 2015 and they found my right fallopian tube was perforate by the essure coil.